Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly.

Event description:
The customer reported a blank display and moisture underneath the screen. Advised that the insulin pump would be replaced. Nothing further was reported.